Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name - requested, not provided. Occupation - requested, not provided. The actual device was not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when the product was opened the angio-seal was arcuate and bent, the product was replaced for other new device and the surgery was finished. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.